Event description:
The device had been inserted for the first time when the physician deployed the stent and then he experienced the withdrawal difficulty. No inflation difficulties occurred. No device damage was observed prior to use or after it was removed. The taxus express2 2.5x12mm stent was deployed in the riva.

Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties occurred. The 95% stenosed target lesion was located in the moderately tortuous, moderately calcified left anterior descending (lad) artery. It was predilated with 1.5 & 2.5 x 20mm balloons. The taxus express2 2.5x12mm drug eluting stent was inserted. The physician tried to remove the balloon, but met resistance. Different approaches to remove the balloon were unsuccessful. The stent delivery system was able to be removed with force along with the guide catheter and guidewire. It was rpeorted that the stent was "discharged in the riva, although fixation at a different site was planned." No pt complications were reported. Pt status is satisfactory.